Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Add'l pt/event details have been requested. Should add'l info become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported the endotracheal tube white connector 'slipped off' during use. No pt complications were reported as a result of this event.

Manufacturer narrative:
A quality complaint investigation was performed. One used i.d 8.0 mm, mm61110080 endotracheal tube with frosty balloon fitted with pp connector of corresponding size and marked as per unomedical specification. Product fitted with pvc bullet valve with pilot balloon printed size identification and work order (B)(4). Product was received in a plastic bag enclosed in an envelope. The tube was carefully examined. No sign of connector detach from the main tube was observed. However, the total length of the tube appeared to be shorter. The patient end of the connector when removed was found dented whilst the surface of the end tube has jagged appearance. We suspect the tube has been shorter to length and connector was reinserted. Reviewing of the inspection report for the connector used in the work order does not reveal any sign of dimensional failure. The od of the connector patient end found to be well within the specification when measured during incoming inspection upon receipt of the raw material. Review of primary extrusion batches of the tubes used in this lot of product does not reveal any sign of tubes dimension failure. The tubes were found to be within established specification. The dimension of the tube and connector was designed to have a negative fit between the two components to ensure connector security. Reviewing of assembly record does not reveal any connector slip off defects detected during the 100% light test. An analysis on the returned sample provided was inspected and meets our requirement. The customer reported that the white connector slipped off during use. The IFU (instruction for use) states: it is not recommended to cut endotracheal tubes. Unomedical manufactures a variety of endotracheal tubes in different sizes for varying patient needs. If the endotracheal tube is cut, this is at the healthcare professional's discretion and own clinical judgement. Therefore, no corrective action has been identified as a result of this analysis. No previous investigations are available. After review of the returned product and detailed batch review, no discrepancies were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring review will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Add'l info was received. Returned product was received at the mfg site on june 11, 2015. Eval is still in progress. No add'l pt/event details have been provided to date. Should add'l info become available a f/u report will be submitted.